Manufacturer narrative:
Block d4, h4 detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block e1 detailed initial reporter information was not provided to bsc. We completed a good faith effort to obtain the information. Because the initial reporter information is unknown at this time, we are unable to provide the complete initial reporter specific information. Block h6 device code a150207 is being used to capture the reportable event of helix failure to remove. Imdrf f19 is being used to capture the reportable event of surgical intervention. Imdrf f08 is being used to capture the reportable event of hospitalization or prolonged hospitalization. Imdrf f1001 is being used to capture the reportable event of cancelled/rescheduled procedure.

Event description:
Procedure summary: it was reported to boston scientific corporation that a tissue helix was used during an endoscopic sleeve gastroplasty procedure performed on (B)(6) 2025. Event summary: during the procedure, the helix got sucked and disappeared in the mucosa. Two days post- procedure the patient presented abdominal pain. The patient was scheduled for a followed up and it was discovered that there was a small perforation, the perforation was sutured. Patient status: there were patient complications as a result of this event, small perforation. The patient's condition at the conclusion of the procedure was reported to be stable.